Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain (I-drain). The hp drained 80ml, she gets on empty. The patient line was full of air. The hp thinks there is a problem with her transfer set. The technical service representative (tsr) assisted the hp to end therapy due to the air alarm. The tsr advised the hp to contact her nurse and get medical attention just in case. The hp understood cycled power and turned the hc off. The hp would dispose of the supplies in the morning. The hp would contact their nurse about the alarm. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) that occurred during the initial drain was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).